Manufacturer narrative:
E1 - facility name: (B)(6) university. E1 - address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry image during. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device glass was cracked, black shadows were observed, cable connector was chipped, and the rear end of the light guide bundle was broken. A faulty electrical component resulted in blurry image. The distal end cover glass failed as a component leading to a cracked charged coupled device glass. A light transmission component malfunction caused black shadows. The video connector case was chipped due to a component failure, and a broken light guide bundle was identified as a result of component failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty electrical component resulted in blurry image. The distal end cover glass failed as a component leading to a cracked charged coupled device glass. A light transmission component malfunction caused black shadows. The video connector case was chipped due to a component failure, and a broken light guide bundle was identified as a result of component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.